Event description:
It was reported that during stenosis procedure, the physician used a balloon to dilate the lesion and prepared the subject stent, and it was delivered along the guidewire. When the subject stent system reached the origin of the mca (middle cerebral artery), the physician noticed that the distal end of the subject stent seemed to have opened prematurely. The physician then withdrew the subject stent and confirmed that the tapered tip of the subject stent was kinked, and the distal end of the subject stent had opened prematurely, making it unusable. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during stenosis procedure, the physician used a balloon to dilate the lesion and prepared the subject stent, and it was delivered along the guidewire. When the subject stent system reached the origin of the mca (middle cerebral artery), the physician noticed that the distal end of the subject stent seemed to have opened prematurely. The physician then withdrew the subject stent and confirmed that the tapered tip of the subject stent was kinked, and the distal end of the subject stent had opened prematurely, making it unusable. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was not returned for analysis. The delivery (outer) catheter was flat/crushed towards the distal end. The stent stabilizer was broken/fractured and also kinked/bent at the proximal end. The dual taper tip was removed, and the stent system was flushed. The stent stabilizer was removed proximally from the outer catheter. The functional inspection was not required as the stent was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use', 'stent deformed' and 'stent friction' could not be replicated because the stent was not returned for analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient¿s anatomy was reported as 'moderately tortuous'. There was 85% stenosis, and the calcification percentage was unclear. In the follow-up good faith efforts (gfe) replies, when asked if the anatomy and/or location of intended area of treatment may have contributed to the reported event, the physician replied that he believes there was a certain correlation. It was reported that 'when the stent system reached the origin of the middle cerebral artery (mca), the physician noticed that the distal end of the stent seemed to have opened prematurely. The physician then withdrew the stent and confirmed that the tapered tip of the stent was kinked, and the distal end of the stent had opened prematurely, making it unusable. The physician then replaced the stent with another stent, which was successfully implanted'. In the follow-up good faith efforts (gfe) replies, the user reported that 'the distal end of the stent delivery system experiences significant resistance when passing through the lesion site'. The stent was not returned for analysis. The outer catheter (stent delivery catheter) was flat/crushed towards the distal end of the device. The stent stabilizer was kinked/bent and also broken/fractured at the proximal end of the device. During functional testing, no friction was noted between the delivery catheter outer body and the stent stabilizer. It is likely that a combination of the percentage of calcification/stenosis of the target lesion, the tortuosity of the target vessel and some unknown/unspecified procedural factor resulted in the user experiencing resistance while attempting to advance the stent through the lesion site. The fact that the distal end of the stent appears to have opened prematurely suggests that the rotating hemostasis valve (rhv) vent cap may not have been sufficiently tightened down on the stent stabilizer. There should have been no movement of the stent stabilizer and of the stent itself during advancement and positioning of the stent system. Based on the review of all available information, the as reported ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿stent friction¿ and the as analyzed ¿stent stabilizer kinked/bent¿, ¿stent stabilizer broken/fractured during use¿, ¿stent delivery catheter flat/crushed¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.